Event description:
It was reported that the patient was admitted after cardiac morphology computed tomography revealed evidence of a thrombus in the outflow graft and aortic root. The patient was taken to the operating room at which time the surgeon noted a " yellow grunge" underneath the strain relief compressing on the outflow graft. The surgeon removed the strain relief circumferentially around the outflow graft for three quarters on its length. The patient reported experiencing dyspnea and lightheadedness with continued low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion. Evaluation of the submitted computed tomography (CT) images did not confirm the reported extrinsic outflow graft obstruction. A direct correlation between the reported outflow graft obstruction and patient conditions and mlp-019076 could not conclusively be determined through this evaluation. The low flow alarms resolved after the revision. The account submitted a compact disc (cd) with 2-dimensional and 3-dimensional CT images. The 3-d images did not confirm an extrinsic obstruction of the outflow graft. The 2-d images appeared to be unremarkable and did not confirm an obstruction. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.